Event description:
During implant, the lead helix would not extend properly and high pacing impedance was noted. A new lead was used to complete the procedure and the patient was in stable condition.

Manufacturer narrative:
The reported events were helix failure to extend and high impedance. As received, a complete lead was returned in one piece for analysis. The reported event of high impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray inspection of the lead did not find any anomalies. The reported event of helix failure to extend was confirmed. As received, the helix was retracted and clogged with blood/tissue. After cleaning, the helix was able to be extended and retracted by applying torque to the connector pin. The full helix extension length was measured within product specification. The cause of the reported event of helix failure to extend was isolated to the helix being clogged with blood/tissue.